Event description:
It was reported that the patient presented to the emergency room with chest pain. Interrogation revealed that the right ventricular lead exhibited failure to capture due to a cardiac perforation. The lead was removed and replaced. The patient was stable throughout but complained of pain and discomfort. The patient was discharged.

Manufacturer narrative:
The reported events were cardiac perforation and no capture. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. A tip stiffness test was performed and the results within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.